Event description:
A 28mm diameter x 16mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant was 5.7 cm infarenal aortic and 6 cm in the right common iliac. It was reported that the pt's implant was followed with a series of CT scans. During a CT scan 24 months post implant demonstrated proximal device migration of 3 cm from the lowest renal artery and loss of fixation/seal without proximal type I endoleak. A talent aortic cuff was successfully implanted with excellent results 25 months post initial implant. No additional sequelae were reported and the pt is fine.